Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted and rescheduled for a different time. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the connection test with the image processing pc (ippc) had failed. The fse re-plugged in and re-installed all related connections to the ippc then re-installed the ippc system, the host system, and related component systems. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.